Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and rec'd a result of 291 mg/dl. The normal control range was 95-132 mg/dl. No adverse events were alleged. The customer used the last of the test strips while troubleshooting, so no product is available for return.